Manufacturer narrative:
The patient was treated with a complex antibiotics regimen, including colpocin administered intravenously for 15 days. At the time of report, the patient was fully recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent manifested by ¿intense¿ abdominal pain. The cause of the event was not reported. On an unknown date, the patient was hospitalized for cloudy effluent. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.